Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: lot #: 6011607 ¿ device expiration date: unknown; device manufacture date: 02/03/2016. Lot #: 5313863 ¿ device expiration date: unknown; device manufacture date: 01/19/2016. Lot #: 6179910 ¿ device expiration date: unknown; device manufacture date: 08/12/2016. Lot #: 5047756 ¿ device expiration date: unknown; device manufacture date: 04/07/2015. Lot #: 5271566 ¿ device expiration date: unknown; device manufacture date: 12/11/2015. Lot #: 1318949 ¿ device expiration date unknown; device manufacture date: 01/10/2012. Investigation summary: exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed for all the lot #s listed in item 3. Below and these are the 1st related complaints for label information missing (expiration date) on these lot #s. No non-conformances were raised in association with this type of event for these lot #s concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for lot #s 6011607, 5313863, 6179910, 5047756, 5271566 and 1318949 was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 19 bd insulin syringes with the bd ultra fine¿needles had label information issues. The following information was provided by the initial reporter: the consumer reported boxes of unused product with no expiry date on boxes as per following lot #s: 6011607 - 4 boxes, 5313863 - 3 boxes, 6179910 - 3 boxes, 5047756 - 3 boxes, 5271566 - 2 boxes, 1318949 - 1 box. Samples: discarded.